Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver failed to get charge and boot up. The receiver log was attempted to retrieve but couldn't be downloaded. The receiver functional test was attempted but couldn't be performed. The receiver case was opened for an interior visual inspection and moisture damage was detected. The reported event of initializing screen without manual restart was unable to be confirmed with the returned receiver. A root cause could not be determined.